Event description:
During attempted implant, the helix of the device failed to fixate and the device prematurely separated. The device was successfully retrieved and a different device was implanted to resolve the event. The patient was stable and there were no adverse consequences.